Event description:
Customer reported the system is intermittently displaying a communication error. System operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit cards, adjusted the 5v power supply and reloaded calibration files. System operates as intended.